Event description:
It was reported that during a sleeve gastrectomy procedure, on the final firing the device misfired. The stomach was left open where no staples deployed. The surgeon hand sewed to close the opening. Five days post-op the patient developed a leak and was re-admitted. The current status of the patient is unknown. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.